Event description:
Pt had a thromboses femoral-popliteal "gortex" bypass graft. The angiojet f105 was operated over the wire for approximatly six minutes. Fluoro showed a mid-graft dye extravasation. On april 15, 1997, an ultrasound of the leg showed fluid surrounding the graft. Pt has undergone several other surgeries without complications. Dr stated that cause of the extravasation was due to technical error on their part and not due to the angiojet system